Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: it was reported that the patient underwent an intramedullary nailing procedure on (B)(6) 2017 to treat a left femur fracture. During the surgery the locking clip attachment disengaged from both the reamer irrigator aspirator (ria) tube assembly and the ria drive shaft and fell on the floor. The surgeon was only 2 or 3 centimeters from the exiting the canal; therefore, the surgery was completed without use of the drill. There was a one to two minute delay in order to ream across the fracture slowly using proper technique (without use of the drill). In addition, the tip of the drive shaft broke off inside the ria tube assembly and the reamer head. All fragments were removed; nothing remained in the patient. The locking clip was not returned for investigation. The complaint condition regarding the broken ria tip is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken. The broken fragment was not returned. The roughly spiral break is located within approximately 8.9mm to 10.9mm distal to the distal edge of the drive shaft helix. The helix is intact. The proximal connecting post shows wear consistent with use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The material and hardness were determined to be conforming for the lot based on the DHR review. No additional malfunctions were observed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Report was initially submitted on oct 27, 2017, but the FDA site was down. Advised by FDA on nov 6, 2017 to resubmit medwatch. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review: part # 314.743 synthes lot # h220887. Supplier lot # h220887. Released to warehouse date: 16 may 2017; 05 jun 2017. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an intramedullary nailing procedure on (B)(6) 2017 to treat a left femur fracture. During the surgery the locking clip attachment disengaged from both the reamer irrigator aspirator (ria) tube assembly and the ria drive shaft and fell on the floor. The surgeon was only 2 or 3 centimeters from the exiting the canal; therefore, the surgery was completed without use of the drill. There was a one to two minute delay in order to ream across the fracture slowly using proper technique (without use of the drill). In addition, the tip of the drive shaft broke off inside the ria tube assembly and the reamer head. All fragments were removed; nothing remained in the patient. The surgery was successfully completed with patient outcome as expected. This complaint involves 1 device. Concomitant devices reported: part number 314.746s / unknown lot number, quantity x 1. Part number 352.250s / unknown lot number, quantity x 1. Reamer head (unknown part and lot numbers) quantity x 1. Battery reamer drill (unknown part and lot numbers) quantity x 1. This report is 1 of 1 for (B)(4).